Event description:
The customer reported that while performing a collimator exchange on the vertex camera, the operator pulled the vxhr collimator for detector two from the collimator storage cabinet and slid it onto the collimator carriage. When the vxhr collimator was being placed onto the collimator cart carriage, the vxhr collimator and cassette came off and fell onto the floor in the collimator storage cabinet. The operator sustained a minor cut on their right hand and a contusion to their left hand. Both hands were cleaned and bandaged. The operator did not receive any medical intervention. The customer is currently not performing collimator exchanges on the sys.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).